Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, the device was not returned for evaluation; therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unk g2x filter perforated. There were no reported attempts made to retrieve the filter. This report was received from one source. The event involved a patient with no known impact to the patient. The patient¿s gender, age, and weight were not reported.

Manufacturer narrative:
H10: the device was not returned to bd for evaluation. Medical record was provided and reviewed. The investigation is confirmed for perforation based on information provided from the medical record review. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f g2x filter perforated. This report was received from one source. The perforation involved a patient with no known impact to the patient. The patient was male. Patient age and weight were not reported.